Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 25 mg/dl. Reportedly, customer was using basaglar for insulin therapy. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with an ampule of dextrose d50. Reportedly, the customer was released on 6/30/21 with the issue resolved and no permanent damage. Customer declined a system check with tandem technical support.